Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lg root brace rubber flared, the lcb broken, the lg cable worn out, the suction channel buckled, the remote button cut, the air/water nozzle loosened, the lg cable connector corroded and the objective lens broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.